Event description:
Blood glucose result was 320 mg/dl at 8:05 am and 99 mg/dlat 8:11 am. It was reported blood glucose meter has displayed an "eee" message and has done so 5-6 times since receiving the meter on 04/2006. The manufacturer's users manual states the "eee" displayed on the screen indicates a meter error has occurred. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.